Manufacturer narrative:
(B)(4). The sample evaluation is expected, but not completed yet. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
An initial assessment of the transfer set identified broken occluder feet. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to crack/broken. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet were broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. This complaint was confirmed in the lab for broken occluder feet. The plant evaluation cited no visible signs of overtorquing though the nurse could not rule it out, and complaint text does not address incorrect reagent usage. Accordingly the root cause of this problem is unknown. A batch review for the manufacturing lot number showed no related problems. Baxter will continue to monitor similar reports to determine if further actions are required.